Event description:
Rptr used product to clean her contact lenses. Her eyes immediately became red and burned. After 2 days, she went to the ophthalmologist who prescribed eye drops. Her eyes cleared up after using the drops for 2 days. Rptr states all other contact lens solutions she has used are also rinsing and soaking solutions. She did not realize this product needed to be rinsed off the lenses before putting the lenses in her eyes. She states the directions are in tiny print at the bottom of the container.